Event description:
Medical affairs was unable to get in contact with the patient and sent a letter to obtain more clinical information. The patient called alleging that segments were missing on the meter. The patient did not experience any symptoms at the time of testing. The patient does not recall what their meter had read due to missing segments. The patient visited the physician and tested on the physician's meter and received reading around 360 mg/dl. The patient was treated; however, no information on what type of treatment the patient received. Customer service was unable to resolve the issue and sent the patient a replacement meter. This case is being reported as a malfunction, since meter displayed missing segments.